Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the bag broke. The surgical procedure was extended for less than 30 minutes. Another bag was used to resolve the issue and complete the procedure. There was no patient injury.